Event description:
A nurse called to report that the customer was hospitalized for high bgs. The customer was on insulin drip at the time of call. The contact stated that the customer was not attached to the pump upon their admission. The nurse indicated that the tubing and the reservoir were attached, but the pump was left at the customer's house. The customer spouse informed that the customer was vomiting and drove themselves to the hospital and once they arrived to the emergency the medical staff removed the pump and started the customer on insulin drip. The customer did not apply the two high bg rule. The contact stated that the pump was beeping and the batteries were removed. Instructed the contact to replace the batteries. The pump had an error alarm and missing display. Device was not dropped, bumped, or exposed to moisture.